Manufacturer narrative:
(B)(4) customer samples were received for evaluation. All (B)(4) samples were submerged leak tested for leakage in tubing. Leakage in the tubing was identified for two of five samples. No tubing leakage was identified in three samples. A review of the device history record for lot # 5105903 revealed on 4/22/2015, a slbcs line 2 machine 3 ta documented that the tubing gripper was replaced on the nest. Conclusion: the potential root cause could be a burr on the gripper that required the ta to replace the tubing gripper thus resulting in cut tubing.

Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set with luer adapter 23 g x 0.75 the user experiences a hole in the tubing. This resulted in blood leakage but no injury, medical intervention, or mucous membrane exposure.